Event description:
The following has been reported: biomed reported: "red service needed error". Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a vr assembly failure. During initial testing, the pump was not able to mate with a cassette properly. After set insertion, the resistor motor made an abnormal whirring noise before alarming. The resistor motor was replaced and the issue resolved. The pump was subsequently able to perform an infusion.